Manufacturer narrative:
The device referenced in this report is expected to return to olympus for evaluation, but has not been received at the time of this report. The customer report of light cables not locking into the port can not be verified as device has not been evaluated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, during preparation for use of the evis exera iii xenon light source the light cables were not locking into the port. The procedure was completed using a different device. There was no delay in the intended procedure. There was no patient/user harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the inability to evaluate the physical device, the cause of the malfunction is unknown at this time. Olympus will continue to monitor the field performance of this device.